Manufacturer narrative:
Device evaluation: no cartridge was received as it was discarded; therefore, no testing was performed. The reported device problem code was not verified. Manufacturing record review (mrr): the manufacturing process record was evaluated and the cartridge was manufactured within specifications. The units were released according to specification. The review identified no non-conformance report (ncr) associated with this production order (po). A review of the current manufacturing controls was performed and describes the procedures necessary for the inspection of cartridges. Operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. Operators check the cartridge for bubbles. No bubbles in the tube area or loading zone are allowed. Operators check the tip for any melting, roughness, dent or smash condition. Labeling review: a review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing controls review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Conclusion: based on the reported incident date and the expiration date of the cartridge model 1mtec30 lot# ca00130, the cartridge was used after the expiration date. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of a (B)(4) cartridge was cracked upon inserting a lens, model zcb00, which damaged it. There was no incision enlargement, no vitrectomy and no patient injury. The product was discarded and will not be returned. No further information was provided.